Event description:
Clinical trial. It was reported that 142 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal lad. The lesion was 3mm wide, 18mm long, and 70% stenosed. There was mild calcification. The physician direct stented the lesion using a 3.0x20mm taxus liberte stent. Residual stenosis was 0% post procedure. The patient was discharged 2 days later, receiving aspirin and plavix. On day 142, the patient experienced the tvr. Angiography revealed 95 focal in-stent restenosis of the proximal lad. Balloon angioplasty was performed, along with placement of another taxus liberte stent. Post tvr stenosis was 0%. The patient was taking aspirin and plavix at the time of the event. The event was considered resolved that day.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #7608088 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. This particular batch number 7608088 has no associated complaints to date.